Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized on the same day as the event onset and was treated with vancomycin injection ( 2 grams, intraperitoneal and for 21 days), gentamycin injection (20mg, intraperitoneal and for 21 days) and other unspecified medication (for 21 days, intraperitoneal and dose not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient remained hospitalized and was recovering. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that antibiotic treatment was discontinued. Six days after hospital admission the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.